Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had a hole at the distal end of the device.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hole in probe. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had a hole at the distal end of the device.